Event description:
Customer reported low blood glucose symptoms 3 hours after taking novolog 'r' based on result of 455 mg/dl obtained on the advantage system. Customer was using expired test strips. Customer's father treated her with sugar with water and called emergency medical medical technicians (emts). Customer tested 75 mg/dl on professional device and 174 mg/dl on the advantage system. Customer was treated with glucose gel and low blood glucose symptoms improved. Her father also treated her with a peanut butter sandwich and milk. Requested return of suspect device and replacement was sent.

Event description:
Customer reported low blood glucose symptoms 3 hours after taking novolog "r" based on the result of 455 mg/dl obtained on the advantage system. Customer was using expired test strips. Customer's father treated her with sugar with water and called emergency medical technicians (emts). Customer treated 75 mg/dl on professional device and 174 mg/dl on the advantage system. Customer was treated with glucose gel and low blood glucose symptoms improved. Her father also treated her with a peanut butter sandwich and milk. Requested return of suspect device and replacement was sent.